Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified non-dehp microvolume extension set leaked. Fluid from the broken line and from other unspecified lines attached to same stopcock were leaking into bed; the tubing was found detached from the hub at the end of the tubing. This occurred during patient infusion with unspecified sedation medication. The patient did not receive the desired dosing of medication as a result. There was no report of patient injury; however, other sedation medications were given to keep patient from dislodging the endotracheal tube. No additional information is available.